Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Follow-up with the complainant has been conducted for the lot number and this information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision took place on suspicion of infection. The surgeon found black substances on the head neck junction. Corrosion of the head was also found.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
(B)(4). Revision took place on (B)(6) in 2015 on suspicion of infection and for lavage. The surgeon found black substances on the head neck junction. When he tapped the head to the opposite direction to remove it, it came off easily. He replaced it with other head. Corrosion of the head was also found. The surgery was completed without any delay. The patient is now under observation. Examination of the returned device finds nothing outward to suggest product problem. The female taper shows the presence of minimal tribological matter. The visual examination could not confirm the reported infection. A search of the complaints databases identified no other reports against the product/lot code combination. No patient demographics or additional investigational inputs were provided. The investigation can draw no conclusions with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.